Event description:
N/a.

Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient death that occurred on (B)(6) 2021. The patient had a history of secondary normal pressure hydrocephalus since (B)(6) of age and a history of a ventricular peritoneal shunt placement that was revised 5 times over 10 years (unknown dates and unknown manufacturer). At the age of (B)(6) and (B)(6) years since the most recent shunt revision the patient¿s hydrocephalus was worse, confirmed via shunt tapping. The patient was taken to the operating room on (B)(6) 2021 for implantation of the certas plus in-line valve via a lumbar peritoneal shunt with an initial setting of 6. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The patient died on (B)(6) 2021; the cause of death was reported as ¿increased intracranial pressure due to hydrocephalus.¿ it was reported that measures were taken to lower the set pressure. Since the family did not want it, shunt imaging and shunt revision surgery were not performed. According to the physician, there was no direct causal relationship with the lumbar peritoneal shunt. The physician reported the lumbar peritoneal shunt ¿was not very effective this time, and although the level of consciousness was restored by external drainage, the family did not want to continue the treatment after that.¿